Manufacturer narrative:
(B)(4). Carefusion field service evaluated the unit and found that it was alarming "transducer fault alarm." He replaced the flow sensor, diaphragm, and valve body, but the unit kept alarming xdcr fault. He attempted to calibrate the transducers, but the expiratory flow transducer failed. He replaced the main board, and that resolved the issue. He performed operational verification procedure (ovp) tests per the service manual, and found that the unit was operating according to manufacturer specifications. The alleged faulty main printed circuit board was returned to carefusion on april 22, 2015 and is awaiting evaluation.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela main pcba and visually inspected part. Installed into a functional vela to possibly duplicate the reported event. Events log recorded multiple xdcr faults. Exhl diff transducer test failed with a/d: 34. Root cause is related to transducer faults and is a known issue. This known issue was corrected by an internal action.

Event description:
The customer reported that the exhalation flow transducer is not passing the xdcr tests. This event occurred during testing. No patient involvement.